Manufacturer narrative:
Device received with intermittent button response due to light moisture damage to keypad traces. Device passed rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Device received with minor scratches on lcd window. (B)(4).

Event description:
Customer reported via phone call that the buttons were intermittently unresponsive. Customer's blood glucose was 484 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.